Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to I/b. The unit was unable to confirm unexpected restart alarm due to blank display. The insulin pump was received with cracked reservoir tube lip.

Event description:
It was reported that the customer received unexpected restart alarms. The customer also received an external ram crc error alarm. Her blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)